Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Representative instructed user on reconstructing data base. Confirmed data base recovery. System operating as intended. If problem reoccurs replacement of main unit will be required.

Event description:
It was reported that the operator could not access the database for system operation. This is the second incident of this type on this particular system. There was no adverse patient involvement reported. There was no patient information reported.